Event description:
It was reported during service and repair evaluation it was noted the cord was damaged and the motor ran with insufficient/low power.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: h3, h6: a service and repair evaluation was completed: the customer reported that 05.000.008 undetermined allegation. The repair technician reported that cord damaged in cable, electrical, foreign substance in motor, housing, protector/shield & motor runs in insufficient/low power. The following parts were repaired: motor, protector/shiel, housing, cable, electrical. The cause of the issue is user error. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h6: part 05.000.008, lot 006005: release to warehouse date: february 18, 2015. Supplier: (B)(4) no non-conformance reports (ncr's) generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.